Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the batteries and the doppler and performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not meet battery run time and was found during the preventative maintenance (pm) by a getinge service territory manager (stm). In addition, the doppler was not functioning. There was no patient involvement, and no adverse event was reported.